Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level range of 127 mg/dl to 417 mg/dl. The customer stated as a result of the high blood glucose reading they could barely stand and were totally disoriented. The customer stated they treated their blood glucose level with low carbs and glucose gel. The customer stated they believe their on touch is giving bad readings. The customer declined to troubleshoot for the insulin pump. The product was not returned for analysis.